Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable (B)(6) documents. Based on a review of this information, the following was concluded: the complaint of bent needle was confirmed but the exact cause remains unknown. The product returned for evaluation were two 22 ga x 0.75 in safestep infusion sets. The returned product samples were evaluated and the needles were observed to be bent near the safety base. The following observations were noted during the sample evaluation: the needles were bent at the region where the needle extends from the base. Microscopic examination of the samples found no supporting evidence of a specific root cause a functional test of the safety mechanism found that the safety mechanism would not engage over the needle tip due to the bends within the needles. Based on the evidence provided with the returned samples it is unknown when or how the bend occurred in the needles. Damage to the needles could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle was found bent after open the package. (B)(6) 2020 - returned samples shows the safety mechanism could not be activated. This report addresses the first of two devices returned.